Event description:
It was reported that a patient using the ilet bionic pancreas experienced fluctuating blood glucose with hypoglycemia to 59 mg/dl and hyperglycemia above 400 mg/dl during the first week of use, associated with accidental and repeated meal announcements, announcing meals during hypoglycemia, alcohol use during a social event, an infusion set dislodgement followed by set change, running out of insulin overnight, and a period without cgm when the sensor fell off. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or need for assistance. Outcomes included transient clinically significant low and high glucose readings managed at home with oral carbohydrate and device troubleshooting, without hospitalization or professional intervention at the time of events. Investigation included technical support review, education on pump use, infusion set and cartridge changes, ketone action plan reinforcement, and guidance on cgm replacement and high/low glucose management. Investigation of this case revealed user-related use errors and therapy interruptions, including inappropriate meal announcements during low glucose, multiple duplicate announcements, infusion set issues, and temporary cessation of pump and cgm, consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.